Manufacturer narrative:
On (B)(6) 2016 customer reported that the pump touchscreen has been intermittently unresponsive. The customer's blood glucose level was impacted above 400 mg/dl. The customer delivered a bolus to stabilize bg level. Troubleshooting with tandem technical support was performed and the touchscreen appeared to be functioning as intended at the time of the call. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels of above 400 mg/dl. The customer would deliver boluses to stabilize bg levels. During troubleshooting with tandem technical support (cts), a system check was performed and air bubbles were noted in the tubing. Fill tubing was performed to prime out the air bubbles. In addition, the pump time was noted to be off by 40 minutes. The customer thought that it was possible that they had set the pump time incorrectly; however, could not confirm this as they could not remember. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.